Event description:
A report was received that a patient underwent a pocket revision due to the ipg being uncomfortable at the pocket site. The ipg was relocated and the patient is reportedly doing well.